Event description:
It was reported that an unknown alarm occurred on a homechoice (hc) device during dwell 2 of 4 of automated peritoneal dialysis (apd) therapy. A technical service representative (tsr) assisted the home patient (hp) with clearing the alarm. After receiving instructions from the tsr on how to review the alarm log, the hp indicated that the log was empty, and there were no alarms present. The hp planned on calling a registered nurse (rn) regarding the therapy issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the homechoice was not returned, a device analysis could not be completed. A device history record review/service history record review will be completed. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.